Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the bus. A field service engineer (fse) powered down the station, turned the battery switch off, allowed the fridge to reset, powered the fridge back up and turned the battery switch on, once rebooted, fse powered the station back up, after the station booted, fse had the customer log in and recover the station, then preventative maintenance was conducted and fse confirmed the temperature was within range, checked and confirmed that the fridge did not require calibration, inspected the condenser for buildup and customer tested the functions by inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was off the bus. The customer tried rebooting the cabinet, powered it down, recovering the cabinet but still issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.